Event description:
A patient of unknown age and gender presented for a hemodialysis treatment. As reported by the clinical manager, "a crack was noted between the catheter which exits the skin and the blue hub." Blood loss was noted as a slight ooze. The device was removed from the patient without incident and the patient received hemodialysis treatment via arteriovenous fistula. There was no report of harm or injury to the patient due to the product problem. The reported failed device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
This complaint was originally assessed as not reportable by angiodynamics based on the report lot number being a medcomp manufactured device. Device was returned to angiodynamics on (B)(4) 2013 and was forwarded to (B)(4) for evaluation. During the course of their examination it was determined that (B)(4) was not the manufacturer. Per (B)(4), the duraflow manufactured by (B)(4) has a rotating suture wing. The device provided has a stationary suture wing. The device was returned to angiodynamics on 1/21/2013. Based on the new information provided, the complaint will be reassessed for MDR reportability. The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).